Event description:
At the implantation procedure, it was reported that there were difficulties securing the lead in the screw-in mechanism on this ICD header. It was attempted several times before a new device was used. Therefore, this ICD was not implanted.